Manufacturer narrative:
The customer¿s report that a device was infusing at the wrong rate could not be confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows that fentanyl was programmed on pump module serial number (B)(4), labeled channel a, at doses of 100 mcg/h to 50 mcg/h during the incident time period. The lorazepam infusion was found to be programmed on pump module serial number (B)(4), labeled channel b at doses of 1 mg/h to 2 mg/h. Channel c was found to have been programmed for maintenance ivf during the time period. The log review could not determine which channels the drugs were actually physically infusing. The device was found to be in good working condition. Rate accuracy testing was performed and the device was delivering fluid within specification. The root cause was not determined; no information was provided as to which device should have been delivering which medication and at what specific rate. No conclusion could be drawn from the events found in the logs to determine if any programming error occurred and the log review cannot determine which pump modules the drugs were actually infusing from.

Event description:
The customer reported "lorazepam 2mg/hr was ordered, for sedation. The initial dose was ordered to infuse at 1 mg/hr and titrate by 2 mg/hour every 10 minutes as needed. Fentanyl 50 mcg/hr. Was ordered for pain management and light sedation. The initial infusion was ordered for 50 mcg/hr titrated by 10 mcg/hr every 10 minutes as needed." There was no report of patient harm.